Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, that the staff was not performing the correct precleaning steps. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus endoscopic support specialist (ess) was performing an in-service and found the staff were not following instructions for use (IFU) for the reprocessing of the gastrointestinal videoscope. There were no reports of patient infections or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, we presumed that there was a difference in recognition of device handling or reprocessing steps between the olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: evis exera ii gif/cf/pcf type 180 series reprocessing manual. Olympus will continue to monitor the field performance for this device.